Event description:
Information received indicates the right siderail will not lock into the up position.

Manufacturer narrative:
The technician replaced the missing siderail latch bolt to repair the stretcher.